Manufacturer narrative:
External insulation abrasion was noted at 20.3-20.6cm from the proximal end of the svc shock coil, consistent with lead friction to the ICD can. Internal insulation abrasion was noted at 7.7-8.9cm and 10.4-11.8cm from the distal tip. Internal insulation abrasion was noted at 0.2-1.5cm and 4.3-6.1cm from the proximal end of the svc shock coil. Externalized conductors due to internal insulation abrasion were noted at 14.1-16.5cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the asymptomatic patient presented in the operating room for device change out due to normal eri. The lead exhibited a variation in r wave amplitude and threshold. Externalized conductors were observed. Lead was explanted and replaced.